Event description:
It is alleged that during a lap cholecystectomy after using the instrument for ten minutes noticed a foreign body in the patient. Under further examination he discovered the piece belonged to the instrument. It appears that the distal end of the instrument broke off in one piece. Both instrument and broken piece were removed and the procedure was continued without further incident. No patient consequence. One device returning.